Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was possibly under delivering insulin and the blood glucose was high. The customer reported that they have noticed a strong odor of insulin in the pump, within the last 3 set changes. Patient's blood glucose at time of incident as 300 mg/dl. Patient's current blood glucose was 198 mg/dl. The customer treated it with manual bolus. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as were having to deliver more boluses, and delivering more for carbohydrates than usual. The customer declined to continue troubleshooting. They troubleshooted for reservoir leaks, high blood glucose and pump exposed to fluid. Customer was advised to monitor pump, and call back if issues occur. The insulin pump will not be returned for analysis.